Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed no delivery. Customer also reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 210 mg/dl. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump was received with normal operating current and passed self test, off no power test, displacement test and the motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.